Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0207436298, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0208117810, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study report via a manufacturing representative that during normal use on (B)(6) 2015 the patient had worsening tremor on the left side of the body and difficulties walking. It was unknown what had led to the event. Diagnostics/troubleshooting included emergency room admission on (B)(6) 2015, laboratory testing with normal results for the patient, and imaging with normal results for the patient. Interventions or actions required included in-patient hospitalization, emergency room visit, and administration of xanax on (B)(6) 2015. Therapy was suspended on (B)(6) 2015 and the device was reprogrammed on (B)(6) 2015. The issue was resolved without sequelae. There was no surgical intervention required. The event was related to programming/stimulation. The patient's medical history included essential tremor.